Manufacturer narrative:
Serial number and lot number not available on the date of filing. Manufacture date not available on the date of filing. No device/components have been received by the manufacture on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument used with a navigation system. It was reported outside of a procedure that the scrub tech notified a clinical specialist that the lumbar probe was damaged. This was discovered this outside of a case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information regarding this case. It was reported that the instrument would not pass verification.